Event description:
It was initially reported that the patient told this reporter it hadn't been working well. It was clarified that stim makes the patient feel weak, so they have left it off. The reporter noted that the patient was a poor historian and now had other neurologic issues so they are looking to do MRI of head and cspine. It was unknown when the event or symptoms occurred. The patient did not currently have a follow-up hcp (healthcare provider) for interstim. Ten weeks later, it was reported that the patient had progressive multiple sclerosis which would account for her weakness. Additional information received noted that the cause of the event was needed MRI and device was not working well for her anyway. Explant occurred (B)(6) 2013. The patient did not require hospitalization. No injury was noted.

Manufacturer narrative:
Product ID: 3889-28, lot# v436858, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).